Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9298543. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the intima-ii y 24gax0.75in mz prn slm npvc had no blood return during use after the puncture. The syringe and interface were found to be unable to push out the medication, and the needle could not pull it up, rendering the flush incomplete. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "after puncturing, there was no blood return (the connector was unobstructed, and it was found that the syringe and the interface could not push out the medicine, and the needle could not pull out the medicine if the needle core was not withdrawn)"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the intima-ii y 24gax0.75in mz prn slm npvc had no blood return during use after the puncture. The syringe and interface were found to be unable to push out the medication, and the needle could not pull it up, rendering the flush incomplete. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "after puncturing, there was no blood return (the connector was unobstructed, and it was found that the syringe and the interface could not push out the medicine, and the needle could not pull out the medicine if the needle core was not withdrawn)".